Event description:
It was reported that pump displayed a cartridge change error and customer was unable to successfully load a new cartridge onto pump. There was no adverse impact to the customer's blood glucose level. Customer discarded damaged cartridge, cleaned pneumatic tap area, and filled a new cartridge with guidance from technical support, but loading still failed, so customer switched to multiple daily injections as backup therapy while technical support arranged a replacement pump, explained storage mode and return instructions for problematic pump, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.